Event description:
It was reported that the right atrial lead was explanted and replaced during routine device change out. Upon device interrogation, multiple episodes of auto mode switch due to noise were noted. Upon explant insulation abrasion was noted on the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis noted insulation abrasion exposing the outer coil at 6.5 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. This could cause the reported noise problem.